Manufacturer narrative:
(B)(4). Approximate age of device- 37 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with concern for thrombus. The patient had supra-therapeutic inr of 8.8. At time of presentation, the patient¿s lactate dehydrogenase (ldh) was 439 u/l, with prior levels being in the 200s u/l. The ldh increased to 528 u/l on the morning of (B)(6) 2017. The patient had some lower extremity edema, but no real congestive heart failure symptoms or dark colored urine. The patient¿s probnp was 1200 pg/ml, liver function tests were normal, plasma hemoglobin was not elevated and hemoglobin and hematocrit were normal to high. During the patient¿s hospital stay, a ramp echocardiogram revealed a mobile mass; however, a computed tomography angiography (cta) of the chest/abdomen/pelvis performed on (B)(6) 2017 did not show any evidence of thrombus. The vad coordinator stated that echocardiogram possibly showed a similar mass that was thought to be papillary muscle or trabeculae. The patient received vitamin k for supra-therapeutic and was started on a heparin infusion. Log file analysis completed by the manufacturer¿s technical services representative on (B)(6) 2017 revealed some fluctuations in power and flow estimation; however, the trend was not suspect of pump thrombus. On (B)(6) 2017, additional log file review due to elevated lvad parameters showed trajectories consistent with device thrombosis. No additional information was provided.